Manufacturer narrative:
An attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support's thorough investigation of the database application logs found no failed login events in the user's sso logs. This suggests that the user was either not connected to the internet/carelink during login attempts, or was entering an incorrect username, preventing login events from being registered under their carelink account. Shared the following with helpline:it has been confirmed that the user's phone os is not supported. While an upgrade is possible, android 13 and 14 are not compatible with carelink connect. As a last resort, I recommend the following steps:clear the application cache. Uninstall the application,restart the phone,reinstall the application,attempt to log in. Everything on the carelink side appears normal, and the logs do not indicate that the log-outs are being triggered by carelink. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_n, version pch00112475. (Most likely) root cause: user's phone os not supported by application. Analysis summary: phone os confirmed to be unsupported. Provided likely resolution steps to helpline but could not guarantee resolution. Esf number: afc code: fb34af compatibility issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. Carelink connect application automatically log off requiring customer to sign in repeatedly to carelink. The customer reported no adverse event. The event involved product(s) mmt-6111. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.